Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical equipment ¿ eqt. It was stated screw connection of the central axis in the ceiling tube is defective. All internal threads in the central axle are damaged and none of the 6 screws hold position causing uneven connection. There was no injury reported, however, we decided to report the issue in abundance of caution as this unstable connection could lead to fall of the device and as a result of that, could lead to serious injury.

Event description:
On 21st december 2022 getinge became aware of an issue with one of our surgical equipment ¿ eqt. It was stated screw connection of the central axis in the ceiling tube is defective. Furthermore the received information states that all internal threads in the central axle are defective and none of the 6 screws hold position causing uneven connection. There was no injury reported, however, we decided to report the issue in abundance of caution as this unstable connection could lead to fall of the device and as a result of that, could lead to serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 21st december 2022 getinge became aware of an issue with one of our surgical equipment ¿ eqt. It was stated screw connection of the central axis in the ceiling tube is defective. All internal threads in the central axle are damaged and none of the 6 screws hold position causing uneven connection. There was no injury reported, however, we decided to report the issue in abundance of caution as this unstable connection could lead to fall of the device and as a result of that, could lead to serious injury. Corrected b5 describe event and problem: on 21st december 2022 getinge became aware of an issue with one of our surgical equipment ¿ eqt. It was stated screw connection of the central axis in the ceiling tube is defective. Furthermore the received information states that all internal threads in the central axle are defective and none of the 6 screws hold position causing uneven connection. There was no injury reported, however, we decided to report the issue in abundance of caution as this unstable connection could lead to fall of the device and as a result of that, could lead to serious injury. Getinge became aware of an issue with one of our surgical equipment ¿ eqt. It was stated screw connection of the central axis in the ceiling tube is defective. Furthermore the received information states that all internal threads in the central axle are damaged and none of the 6 screws hold position causing uneven connection. There was no injury reported, however, we decided to report the issue in abundance of caution as this unstable connection could lead to fall of the device and as a result of that, could lead to serious injury. It was established that when the event occurred, the surgical equipment did not meet its specification due to defective screw from the central axis in the ceiling tube, which contributed to the event. Based on information gathered during the investigation, the issue was discovered by getinge technician who performed the maintenance. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of this type of malfunction is very low. According to the subject matter expert at the manufacturing site, the defective axis have been returned to the supplier and the root cause of this incident has been identified. The threads were not conforming to the specification so the screws couldn¿t be tightened at the defined torque during installation. Hence, the installation could not be conformed. Regarding the supplier, improvements were carried out. 100% of pieces are now double checked before conditioning and shipment. Additionally, at maquet sas, all the axis in stock were checked. The complaint at hand remains the first case registered for the described malfunction. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.